Event description:
A customer contacted baxter regarding a system error 2240 alarm that occurred on the homechoice machine during dwell 3 of 4. There was patient involvement but no patient injury.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 (air in line) alarm. The actual sample as received and evaluated. The complaint was not confirmed and the cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.